Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1. After removal of the steerable guide catheter (sgc), a left to right shunt was observed due to the asd. An asd occluder was placed for treatment and the patient was confirmed to be stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (atrial perforation), as listed in the mitraclip system instructions is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported atrial perforation cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.